Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was a hole in the bottom of the syringe that resulted in a leak. No medical intervention was reported.

Manufacturer narrative:
The reported event was confirmed as cause unknown. Visual evaluation of the returned sample noted one opened (with original packaging), used solution container. Visual inspection of the sample noted a hole at the bottom of the solution container. There was a hole at the bottom of the collection device measuring 0.2850", with jagged edges appearing melted. The solution container was out of specification per specification which states "no holes, cracks, shorts, or deformities are permitted". Although the reported event was confirmed, the root cause could not be determined. A potential root cause for this failure could be "inadequate material selection". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿remove syringe from solution container. Fill container with desired irrigating solution and place syringe into solution container." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a hole in the bottom of the syringe that resulted in a leak. No medical intervention was reported.